Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display. The device had broken reservoir tube lip, scratched display window and broken beltclip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.